Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient went to have their ins replaced due to normal battery depletion on (B)(6) 2021 and they were going to just replace the battery and leave the patient's 3889 lead in place, however the lead "tore,"/"got broken" as they were taking it out. The patient stated they couldn't even use their new ins so they had to go back in on (B)(6) 2021 to have a new lead placed. The patient stated the manufacturing representative had been present for both procedures and had been aware of the issue when it occurred. Information was received from the manufacturing representative. The reported that the physician pulled too much on the lead and dislodged it out of place. The product was not at fault. It was a use error.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# (B)(4) serial# implanted: (B)(6) 2013 product type lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 25-mar-2017, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.